Event description:
The customer stated the apexpro telemetry server (ats) unexpectedly had an interruption of monitoring. Though it was noticed immediately, three patients were unable to be monitored for one hour. No alternate monitoring was available. There was no reported patient injury associated with this event.

Manufacturer narrative:
The information gathered by the ge field service engineer (fse) will serve as the source of information for this investigation. The ge fse resolved the issue by replacing the hard drive. Since the hard drive was replaced, the issue has not reoccurred. Review of the service history of the ats serial number indicates the unit is 6 years old and the hard drive has not been replaced since the original installation. The preventative maintenance recommendation is to replace the hard drive every three years, per the apexpro telemetry server service manual (2001989-178 rev g) page 4-2. The occupation of initial reporter is unknown.